Manufacturer narrative:
The exact event date is not known. The exact catalog and lot number is not known. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to deep vein thrombosis (dvt), caval thrombosis, and clot within filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significate medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the ivc related to clotting do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: deep vein thrombosis (dvt), caval thrombosis, and clot within filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significate medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt), acute pancreatitis, endoscopic retrograde cholangio-pancreatography (ercp), history of pseudocyst, hip replacement, and kidney hydro. The patient has an allergy to keflex. During placement of the filter via right common femoral vein, the trapease filter was discharged in an infrarenal location. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), approximately on or about four years and seven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have blood clots, clotting, and/or occlusion of the ivc. The patient states to be suffering from mental and physical anguish. The patient reports to be scared when there are any body symptoms of a possible blood clot that the filter is not working. The patient notes to be short of breath a lot of times, has pain in their legs, and cramps all the time. The patient states that their foot falls asleep sometimes, and the patient has a lot of varicose veins now. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to deep vein thrombosis (dvt), caval thrombosis, and clot within filter. According to the patient approximately four years and seven months post implant the patient became aware of the alleged events and reports to have blood clots, clotting, and/or occlusion of the ivc. The patient states to be experiencing mental and physical anguish and is scared when there are any body symptoms of a possible blood clot that the filter is not working. The patient notes to be short of breath a lot of times, has pain in their legs, and cramps all the time. The patient states that their foot falls asleep sometimes, and the patient has a lot of varicose veins now. According to the medical records the patient had a history of deep vein thrombosis (dvt), acute pancreatitis, endoscopic retrograde cholangio-pancreatography (ercp), history of pseudocyst, hip replacement, and kidney hydro. The patient has an allergy to keflex. During placement of the filter via right common femoral vein, the trapease filter was discharged in an infrarenal location. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The risk of varicose veins increases with age, obesity, pregnancy and standing for long periods. Varicose veins are the result of weak valves in the veins that allows blood to flow back into the veins rather than up to the heart. Anxiety, pain and shortness of breath do not represent a device malfunction and may be related to the patient¿s medical history. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data: product code.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to deep vein thrombosis (dvt), caval thrombosis, and clot within filter. According to the patient approximately four years and seven months post implant the patient became aware of the alleged events and reports to have blood clots, clotting, and/or occlusion of the ivc. The patient states to be experiencing mental and physical anguish and is scared when there are any body symptoms of a possible blood clot that the filter is not working. The patient notes to be short of breath a lot of times, has pain in their legs, and cramps all the time. The patient states that their foot falls asleep sometimes, and the patient has a lot of varicose veins now. According to the medical records the patient had a history of deep vein thrombosis (dvt), acute pancreatitis, endoscopic retrograde cholangio-pancreatography (ercp), history of pseudocyst, hip replacement, and kidney hydro. The patient has an allergy to keflex. During placement of the filter via right common femoral vein, the filter was discharged in an infrarenal location. The patient tolerated the procedure well. The patient has subsequently reported becoming aware of perforation of filter struts outside the ivc and perforation of struts into organs, in addition to the previously reported events. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The risk of varicose veins increases with age, obesity, pregnancy and standing for long periods. Varicose veins are the result of weak valves in the veins that allows blood to flow back into the veins rather than up to the heart. Anxiety, pain and shortness of breath do not represent a device malfunction and may be related to the patient¿s medical history. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant imaging available for review, the reported events could not be confirmed or further clarified. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the redacted amended patient profile form (ppf), the patient additionally reports becoming aware of perforation of filter struts outside the ivc and perforation of struts into organs.